Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No further testing could be performed due to the blank display.

Event description:
It was reported that the down arrow button on the insulin pump was unresponsive. Nothing further was reported.